Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to supraventricular tachycardia (svt) episodes with atrial undersensing resulting in inappropriate atrial pacing. Upon further review, it was determined that with the current programming, sinus tachycardia was occurring fast enough that intrinsic p-waves were falling into post-ventricular atrial refractory period (pvarp) and causing the device to provide atrial pacing. Technical services (ts) recommended shortening the upper end of pvarp. Additional information received reported that atrial (a) and ventricular (v) pacing was observed in stored non-sustained ventricular tachycardia (nsvt) episodes on this pacemaker. Upon review, it was determined that this was due to minute ventilation (mv) sensor pacing. Technical services (ts) reviewed possible causes and troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.